Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an alert 38 indicating consecutive stalled motor activity while running high blood glucose, with a prior history of occlusion alerts, and that troubleshooting included a dry supply change, piston advancement to 165 units, and reconnection with a new infusion set and supplies; the device was delivering insulin per report, and the user employs a teflon 6 mm, 23 in infusion set with noted adhesive difficulties. Symptoms included thirst and ketones. Outcomes included prolonged hyperglycemia for approximately four hours, a subsequent low following the extended high, and no need for medical intervention or hospitalization, with non-medical assistance provided by a caregiver. Investigation included review of device reports and guided troubleshooting and education. Investigation of this case revealed a motor stall alarm sequence consistent with delivery interruption and possible infusion site or set-related flow restriction, with adhesive issues potentially contributing to set integrity, while subsequent data showed insulin delivery and eventual return to range. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion set or site-related flow impairment leading to motor stall with subsequent resolution after set change.